Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00615. It was reported the patient ((B)(6)) had 2 leads placed as part of a drg trial. Four days later, the externalized cable was inadvertently pulled which caused the leads to dislodge from the patient.